Event description:
On (B)(6) 2012, clinic notes were received dated (B)(6) 2012, which indicated that the patient's last bad seizures were in (B)(6) 2011, when the patient aspirated and stayed in the hospital for 77 days. It was noted that the patient has bad breakthrough status due to sepsis. The relationship of these events to vns was not provided in the clinic notes. Attempts for further information from the physician are underway but no additional information has been received to date.

Event description:
On (B)(6) 2013, the physician reported that the patient's increased seizures, aspiration, and sepsis are not related to vns. The patient has a long history of health problems prior to vns. This was the only information the physician was willing to provide.

Manufacturer narrative:
.